Event description:
It was reported to technical services that this ra lead is possibly oversensing. This will be further discussed and presented to the md. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).